Event description:
The customer reported that the knob was not sensitive.

Manufacturer narrative:
(B)(4). The customer reported that the knob was not sensitive. The unit was evaluated by philips. The energy select switch assembly was replaced to resolve the issue.